Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced resistance when attempting to push insulin into the septum of the cartridge. There was no reported impact to blood glucose. New supplies were loaded to address the event.